Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation prior to implant, the cardiac monitor prompted a software upgrade. During the upgrade, the device was unable to establish telemetry. A software download restored normal function and the device was successfully implanted. No complications occurred to the patient.